Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had keypad unresponsive. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer stated that insulin pump was exposed to moisture. Customer stated that past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked battery tube threads. The p-cap locks properly into place.